Event description:
Related manufacturer reference number: 2017865-2021-34873. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and right ventricular lead both exhibited noise noted with isometrics. Programming changes were performed. The patient was in stable condition.